Event description:
It was reported that the patient presented to the clinic remotely for a follow up. During examination, noise was noted on the implantable cardiac monitor (icm) in real time electrogram (egm) from a transmission on (B)(6) 2022. The clinic reported that the patient's device had dislodged from their body some time between (B)(6) 2022. No intervention would be performed at this time.

Manufacturer narrative:
Further information was requested but not received.